Event description:
It was reported patient underwent surgical intervention wherein the lead was explanted, however a contact had dislodged from the lead and was removed at a later date on (B)(6) 2025.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident cannot be conclusively determined.